Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure due to the joint line lowering medially was performed on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00433-1, 3002806535-2020-00435-1. Additional information received: initial surgery doctor: (B)(6). Initial surgery hospital: (B)(6). Revision surgery doctor: (B)(6). Revision surgery hospital: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical devices: medical product: unknown femoral component, catalog #: unknown, lot #: unknown; medical product: unknown bearing component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00433, 3002806535-2020-00435. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure due to the joint line lowering medially was performed on (B)(6) 2020.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00433-2, 3002806535-2020-00435-2. As the product has not been received, the investigation was limited to the information provided. Radiographs received: the radiographs were provided with (B)(4): two anteroposterior (ap) and two mediolateral (ml) radiographs, taken on unknown dates. Email communication provided informs that two radiographs were taken before revision, which show the oxford knee system, and two radiographs were taken after revision, which show a total knee implant and are therefore not relevant for this assessment. It was reported that the oxford knee system was implanted on (B)(6) 2008, and revision took place on (B)(4) 2020. Immediate post-primary surgery radiographs were not provided and are required for the assessment of the fit and initial positioning of components, as well as to assess the extent of the reported subsidence of the tibial tray. These were requested but were not available. On the provided pre-revision radiographs, large debris appears to be present in the anterior and in the medial joint space, which could be fragments of bone, bone cement, or detached osteophytes. The bone cement mantle below the tibial tray appears to be uneven. Radiolucency can be observed around the tibial tray, anteriorly on the ml radiograph, and around and laterally to the keel on the ap radiograph. Part and lot numbers of the explanted components were not provided, therefore the relevant manufacturing history records (mhrs) could not be checked in this instance. Email communication reports that revision surgeon said it [the device] was likely not put in correctly. It has been reported in the literature that sub-optimal tibial plateau preparation may lead to tibial fracture and tibial tray subsidence in oxford systems. In addition, it is unknown whether the patient bone quality deteriorated over the 12 years and 7 months that the implant was in use. Further radiographic evidence, surgical notes for the primary and revision surgeries, and patient information (age, weight, activity level, coexisting conditions), as well as provision of the explanted components for examination are required to confirm the reported tibial tray subsidence and determine its cause. Follow-ups were sent to obtain more information such as, radiographic evidence, surgical notes for the primary and revision surgeries, and patient information, however, it was communicated that no further information is available. A review of the complaint history search could not be performed as item numbers and lot numbers are unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure due to the joint line lowering medially was performed on (B)(6) 2020.